Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number provided was not a valid number; therefore, a review of the manufacturing records could not be completed. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, a delay in pacing may cause prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. It is unknown if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history review is in progress. A supplemental report will be sent upon completion with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, the pins in the dinapt adaptor of the swan-ganz pacing catheter, (which was inserted into the patient) became disconnected several times. As a result, there were multiple episodes of failure to capture. On one occasion this led to a ventricular standstill of 4.5 seconds. This happened when the patient was in the intensive care unit. After the incidents, the patient was transferred to the cardiac intensive care unit where it was noticed that the leads were not properly secured. Thirty minutes later, the leads became disconnected a second time and the patient had a brief loss of consciousness with no pulse. The nurse changed out the whole set up so the leads were connected to the bridging cables and re-connected. No further issues occurred after the nurse¿s intervention. Patient demographics were requested and not provided.